Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Electrical resistance and cross continuity test results were within specification. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m55, lead, implanted: (B)(6) 2014; 407645, boston scientific lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the day after a difficult implant procedure, the left ventricular (lv) lead dislodged. The lv lead had taken three hours to implant due to the patient's anatomy. The following day the lead was confirmed to have dislodged, with high thresholds ability to capture only when programmed lv ring - rv coil. The lead remains in use and will be monitored closely. No patient complications have been reported as a result of this event.